Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. The customer tried to re-calibrate the exhalation flow transducer at 0cmh20 and it kept failing due to it being out of range. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator occurred transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.